Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-feb-2025. Investigation summary: bd received three photos and one sample for investigation. The analysis of the customer photos revealed no label on the tube, damage to the bottom of the hemogard shield, and a scratch on the side of the tube. The returned sample underwent a visual inspection for scratches, chips, and missing labels, and it failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes that one (1) tube was missing the product label and had damage to the tube and closure. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone # (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes that one (1) tube was missing the product label and had damage to the tube and closure. No patient impact reported.